Manufacturer narrative:
Manufacturer¿s ref. (B)(4) . The purpose of this MDR submission is to include the additional event information received on 22-apr-2024. [Additional information]: on (B)(6) 2024, additional information was received. Per the information, the patient is a male in his 70s. There was no additional damage on the coil beside the reported unraveled condition. The replacement coil was used with the original prowler select plus microcatheter to complete the procedure. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a coil embolization targeting a lesion on the superior gluteal artery prior to an endovascular aneurysm repair (evar), the parent catheter was inserted into the left internal iliac artery and the concomitant prowler select plus microcatheter was inserted into the parent catheter to make the approach to the superior and inferior iliac arteries. The 6mm x 25cm deltafill 18 coil (dlf180625 / 30942967) was inserted and strong resistance was felt inside the microcatheter. A continuous flush was maintained through the microcatheter. The physician pulled the coil out of the patient¿s anatomy and observed that the coil had unraveled. It was replaced with another coil of the same size which was implanted. Subsequently, additional coils were implanted and the coil embolization was completed. A stent graft was implanted and the procedure was completed. There was no negative patient impact reported. On 21-feb-2024, additional information was received. Per the additional information, the reported issue occurred during the coil insertion through the microcatheter, before exiting the microcatheter. The coil had not been withdrawn and repositioned; it was withdrawn but it was not used again. The coil was not detached when it was removed. There was no clinically significant delay in the procedure as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30942967) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.